Event description:
The customer reported that his blood glucose level reached 575 mg/dl. He also stated that the cannula was not visible, as if it had not deployed. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.